Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgery intervention occured wherein the ipg and leads were explanted.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-04763. It was reported the patient experienced ineffective stimulation due to lead migration. In turn, surgical intervention may be pending to address the issue. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.